Event description:
It was reported that the patient received shocks due to conducted atrial fibrillation. A magnet was placed on the device to inhibit the shocks and the attempts were not successful.

Manufacturer narrative:
(B)(4).